Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use for coronary planned treatment/non-emergency treatment. The procedure was completed as planned by deleting images from system. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluro will not leave picture. Review of the system log files showed that the disk was full due to low space. Fse found too many images stored on local host pc hard drive. Staff deleted images from system which caused errors. Fse re-created image store disk and performed testing. After that device was working fine. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that when pulling the worklist free space was low and examinations need to be deleted, fluro will not leave picture. No harm has been reported to philips. Philips has started an investigation of the complaint.